Event description:
The pt was implanted with a left ventricular assist device (lvad). A mitrial valve replacement (mvr) was done during the lvad implant procedure. The vad coordinator reported that after 3 1/2 months of support, the pt was readmitted to the hospital from the rehabilitation center. The rehabilitation center staff had reportedly found the pt unresponsive with symptoms of a cerebral vascular accident (cva). A CT scan performed by the hospital revealed a thrombotic stroke. The pt remained hospitalized for approximately two months recovering from the cva.

Manufacturer narrative:
The pt remains ongoing on lvad support and the hospital is looking for an output facility for the pt's rehabilitation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.